Event description:
Information received with return of the explanted device notes that one day post implant, the patient complained of pocket stimulation. The device was programmed to 5.0v, 0.6ms bipolar. The physician felt the lead may have been nicked with a needle during implant.